Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual examination due to a dull led gas gauge. In addition, the device failed functional evaluation due to early depletion of cell pair #3, which caused the cell pair voltage to drop below the minimum voltage threshold. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is contamination of the printed circuit assembly battery gas gauge connector with a white substance, which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
According to the mcs coordinator "patient reports the battery as having a dim light and that it is barely visible".